Manufacturer narrative:
The returned warming blanket was rec'd 5/7/2015 and evaluated to current specifications. Observations included heater fabric with signs of abrasion and extreme wrinkling of the buss. As a result, it is hypothesized that the silver conductive thread that connects the buss to the heater fabric was no longer making good contact. This caused localized heating and damage of the heater fabric, preventing electrical conductivity, and caused adjacent areas to carry more current. This situation created small and localized overheated areas along the edge of the blanket. Company requested add'l info on 5/6/2015 via a supplementary incident disclosure form for the hosp to document specifics around device use, observations, etc. To date, including 2 follow-ups, no add'l info has been provided.

Event description:
Company rec'd an email on (B)(6) 2015 alleging a product malfunction/deterioration. A (B)(6)2015 conference call confirmed there was no pt injury or consequence for this incident, and return of product was requested.